Event description:
The user facility reported the doctor attempted to treat the coronary artery disease, but the patient became uncooperative and bleeding started at peel away sheath site of the impella cp pump. There was significant blood loss and the team treated by one unit of blood given in in the cath lab, 250ml of albumin, and 1 additional unit prbc and plasma given by flight crew prior to transfer out to the tertiary medical center.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop investigation. Based the clinical information provided, the root cause of the access site bleeding issue was most likely patient movement since the bleeding started after performing balloon angioplasty when the patient became uncooperative.